Event description:
This spontaneous case was reported by the lay press describes the occurrence of device dislocation ("one essure was displaced to the abdomen /misplaced"), device expulsion ("one essure was displaced to the womb (uterus) / misplaced") and genital haemorrhage ("bleeding during one month and a half since essure implantation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and coital bleeding ("bleedings post-coital as a menstrual bleeding with a long of 5 to 6 days / each time the bleedings were more abundant, up to 21 days"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, device expulsion and coital bleeding outcome was unknown and the genital haemorrhage had resolved. The reporter considered coital bleeding, device dislocation, device expulsion and genital haemorrhage to be related to essure. The reporter commented: since the beginning she started with problems, because she presented bleeding. She continued with bleeding during one month and a half; subsequently the bleedings stopped, but she continued with bleedings post-coital with as long of 5 to 6 days (as a menstrual bleeding). Each time the bleedings were getting more abundant, up to 21 days. One year after the insertion, she started to present pains as pricks, more severe than during the menstrual bleedings. Although the physician denied that the above mentioned could be related with essure, she continued attending medical appointments where unspecified laboratory tests (results not provided) were performed to find the cause. A private gynecologist performed an echography which revealed that essure was displaced from the fallopian tubes to the womb (uterus), which was causing the bleedings/hemorrhagies. Myomas and polyps as cause of bleedings were excluded. A computerized axial tomography revealed that one essure was displaced to the abdomen, and the other one to the uterus (misplaced). The patient underwent surgery to remove them. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: one coil in abdomen, other one in uterus ultrasound scan - on an unknown date: essure displaced to womb (uterus). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 18-jan-2018 for the following meddra pts: device dislocation: the analysis revealed 2943 cases (excluding this case). Device expulsion: the analysis revealed 378 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.